Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer will not open. A field service engineer replaced the shorted latch sensor on full height drawer 6 on main to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. Drawer was not opening, no changes on machine even after powered off and on. The user mentioned that the malfunction occurred during dispensing the medications and no delay reported. There were no adverse events or injuries reported based on this event.